Event description:
The customer reported that an x displays on the screen, upper-right, after which the defibrillator blocks and turns off. It starts again after 30-40 minutes but then the problem occurs again. There was no reported patient involvement.